Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The prograsp forceps instrument was analyzed and found to exhibited unintuitive motion during test. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulator (mtm)s, however the grip tips moved in the opposite direction. This behavior was observed in the pitch/yaw directions indicating a misalignment of the coordinate frames during the engagement sequence. No other product issue was found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was not moving side to side (right and left). The procedure was completed with no reported injury.